Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to descending colon during a laparoscopic sigmoidectomy, the stapler had a poor staple formation and staple leakage. Another stapler was then used to complete the case. The patient had unanticipated tissue loss on which more colon was resected, incision was extended more than 1 inch (2.54cm), and surgical time was extended 30 minutes or more on which a laparoscopic was converted to open due to the product failure. There was a permanent damage as a result of the event.